Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 659 mg/dl. Customer stated other blood glucose value was 499 mg/dl, 561 mg/dl, 510 mg/dl. The customer was treated with insulin drip, injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer was performed high pressure test and displacement test and it was passed. Troubleshooting was performed. The insulin pump will not be returned for analysis.